Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few days after this right ventricular (rv) lead was implanted, the patient presented to the emergency room with syncope due to loss of capture. It was noted that they were able to get capture with max outputs, however an additional procedure was performed that same evening where the lead was successfully repositioned. No additional adverse patient effects were reported.